Manufacturer narrative:
As reported, during an endovascular procedure, a contralateral approach was made with a sheath-less guide. A sheath was changed to an 11 cm. 6 fr. Si brite tip str sheath (complaint product) for using an exoseal for hemostasis. However the sheath could not be inserted. The physician tried to insert it several times but the distal tip was frayed. Therefore the sheath was changed to another one. The procedure was finished successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The rate of stenosis was unknown. Additional information received indicated that it was unknown if the product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. It was unknown if there was any reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available. The product was not returned for analysis. Review of lot 17331705 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Please note that the initial reporters phone number is (B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during an endovascular procedure, a contralateral approach was made with a sheath-less guide. A sheath was changed to an 11 cm. 6 fr. Si brite tip str sheath (complaint product) for using an exoseal for hemostasis. However the sheath could not be inserted. The physician tried to insert it several times but the distal tip was frayed. Therefore the sheath was changed to another one. The procedure was finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the superficial femoral artery. The rate of stenosis was unknown. Additional information received indicated that it was unknown if the product stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. It was unknown if there was any reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no information available regarding the patient's height and weight. No additional information is available.